Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previous follow-up report section h10 was incorrectly captured, it should have been reported as: the manufacturer received information alleging a ventilator would not power on. The device was not in patient use. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. Display interface cable connector broken, found physical damage to component. Display pca is replaced due to error, front panel is replaced due to tore from the pad, also found dirt contamination. The device's downloaded logs were reviewed by the manufacturer. There was one error found. The manufacturer concludes that they could confirm the customer's allegation.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a ventilator sound abatement foam. The manufacturer received information alleged device not turning on. There was no report of serious or permanent harm or injury.   The device was returned to the manufacturer's service center for further evaluation.  The device was evaluated. There was no mention of visual findings to the external part of the device.  The internal aspect of the device was inspected. Display interface cable connector broken, found physical damage to component. Display pca is replaced due to error, front panel is replaced due to tore from the pad, also found dirt contamination. The device's downloaded logs were reviewed by the manufacturer. There was one error found.   The manufacturer concludes that they could confirm the customer's allegation.